Event description:
Customer states that they received results of 216mg/dl and 111mg/dl within 3 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. Quality controls were used by the customer prior to contacting the MFR and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.